Manufacturer narrative:
Initial.

Event description:
It was reported that a user undergoing chemotherapy experienced hyperglycemia during treatment with blood glucose readings up to approximately 320 mg/dl and requested assistance to adjust the ilet glucose target to a higher setting per healthcare provider guidance, which was completed; no device-specific problem or component malfunction was identified. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact reported. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to implicate a medical device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.